Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a device check showed the patient had received atrial tachycardia pacing (atp) for ventricular fibrillation (vf). The rate subsequently dropped below the programmed rate cutoff to a ventricular tachycardia (vt) rate. The patient had presented with syncope and was hospitalized. A boston scientific technical services consultant (ts) discussed that the device operated as programmed, and suggested either lowering the rate cutoff for the vf zone or adding a second therapy zone. The device subsequently was reprogrammed to add a vt therapy zone. The patient also underwent a cardiac catheterization and received two stents. No adverse patient effects were reported beyond the syncope.